Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 3 false positive results on the alinity m sars-cov-2 assay. Three patient samples tested positive for sars-cov-2 on (B)(6) 2022 using the alinity m sars-cov-2 assay. The results were questioned by the physician as a negative result was expected. New swabs were taken on (B)(6) 2022 from the patients and processed on the same alinity m system. The samples tested negative. The customer repeated the samples from (B)(6), 2022. All samples again tested positive. The local application specialist discussed the results with the customer. A possible contamination of the samples during sample preparation may have caused the positive results. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in italy using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038 was performing as expected and met the assay specification requirements for the controls. No error codes nor flags were generated for the run controls or patient samples. As mentioned in the ticket, the positive results were most likely caused by user error and possible contamination of the samples during sample preparation may have caused the positive results. No abnormal curves were identified for the reported sample ids (sids). No other elements of the investigation suggest an issue with the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038. All sids are near or at the assay limit of detection (lod). Therefore, the results may not be reproducible. A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 525038 or its component lot. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 525038 was not identified.